Event description:
A peritoneal dialysis patient reported that a leak was noted to be coming from the bottom of the cassette door when the patient completed treatment. The patient's peritoneal dialysis nurse stated that the patient's effluent is clear and no prophylactic antibiotics were used. Sample not available.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.